Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated by the failure analysis team. Fa was able to confirm the reported complaint. The instrument was missing the proximal pin. This failure is a result of the broken distal and proximal clevis failures. Additional observations reported by the site that were related to the primary failure were also identified. The instrument was found to have the plastic proximal clevis broken. A broken piece approximately 0.196 x 0.204 was missing as a result of breakage. This failure is typically attributed to mishandling/misuse. The instrument was also found to have a broken distal clevis. The damage to the distal clevis was where the proximal pin goes through. The broken piece measuring roughly 0.105¿ x 0.148¿ in size was not returned. This failure is typically attributed to mishandling/misuse, such as excess force applied at the instrument tip. An additional observation not reported by the site that was related to the primary failure was also identified. The instrument was missing the proximal idler pulleys. This failure is typically attributed to mishandling/misuse. Additional observations not reported by site that are not related to customer reported complaint: the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument could not be removed through the trocar. The instrument and the trocar had to be removed together. The customer noticed that the instrument had broken plastic on both sides of the wrist that attach to the arm of instrument. They had to break the screw off of the instrument to get the trocar off after removing the instrument and trocar and undocking. The procedure was completed with no reported injury.